Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2009 - the patient underwent surgery for repair of an umbilical hernia. A bard ventralex hernia patch was implanted to repair the hernia defect. (B)(6) 2015 - the patient underwent an additional surgery to repair alleged damage caused by the ventralex mesh. A ventrio st hernia patch was implanted during this procedure. The attorney alleges the patient was injured severely and permanently. The attorney further alleges the patient has suffered and will continue to suffer physical pain. Addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with umbilical hernia with incarcerated omentum and scheduled for open repair with implant of ventralex mesh (device #1) on (B)(6) 2009. Per operative notes" there was a large hernia sac with incarcerated omentum. A bard ventralex circle patch (device #1) 6.4 cm in diameter was selected and placed". (B)(6) 2015 - patient was diagnosed with incisional hernia and scheduled for open repair with implant of ventrio st mesh (device #2). Per operative notes "the hernia sac was identified extending just to the left of the midline. There was a second small hernia just to the left and above this previous hernia. A third small hernia defect was identified in midline and a fourth larger defect was identified in the caudad most portion of the midline incision. A ventrio st hernia patch (device #2) measuring 13.8x17.8 cm was passed and implanted". Attorney alleges that the patient had adhesions, pain, recurrence and emotional injuries..

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records have not been provided. Without a lot number a review of the manufacturing records could not be conducted. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. This file represents the ventrio st implanted in (B)(6) 2015. A second emdr was created to address the ventralex mesh implanted in (B)(6) 2009 addendum: h11: this supplemental MDR is submitted to document additional information provided: based on the medical records provided the patient was implanted with the ventrio st (device #2) for repair of multiple incisional hernias. There are no medical records provided beyond time of implant. To date, there is no indication of an adverse event or medical/surgical intervention associated to the ventrio st (device #2) that was implanted in 2015 to treat the patient's incisional hernias. Review of manufacturing records confirms product was manufactured to specification. This supplemental emdr represents the ventrio st mesh (device #2). An additional supplemental emdr was submitted to represent the ventralex mesh (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records have not been provided. Without a lot number a review of the manufacturing records could not be conducted. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. This file represents the ventrio st implanted in (B)(6) 2015. A second emdr was created to address the ventralex mesh implanted in (B)(6) 2009. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2009 - the patient underwent surgery for repair of an umbilical hernia. A bard ventralex hernia patch was implanted to repair the hernia defect. On (B)(6) 2015 - the patient underwent an additional surgery to repair alleged damage caused by the ventralex mesh. A ventrio st hernia patch was implanted during this procedure. The attorney alleges the patient was injured severely and permanently. The attorney further alleges the patient has suffered and will continue to suffer physical pain.